Event description:
It was reported via phone call that the customer was taken emergency room due to low blood glucose on (B)(6) 2022 went from 0 to 35 mmol/l. The customer's current blood glucose is 7.5 mmol/l. The customer did experienced the symptoms such as tired and hungry. The customer was treated by intravenous fluid. The customer report did not allege over delivery on insulin pump. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.